Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current performance specification.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).the device failed the rite electrical earth leakage current test. The pal evaluated the device. A simulated therapy was attempted however the pump would not activate and the device alarmed. An internal inspection revealed fluid present inside the bottle, door, and pump assemblies, causing the pump to short. A shorted pump can cause the main input fuses to blow. The assignable cause for the rite test failures-earth leakage current was determined to be a shorted/inoperative pump due to fluid ingress. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.